Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Currently no further updates are available.

Event description:
In situ measurements showed affected channels. It is unknown if hearing performance with the device is affected. The clinic was planning to discuss options and expectations with the user_s caregiver, but the family has not made a decision yet if the device will be explanted.

Event description:
In situ measurements showed affected channels. It is unknown if hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.